Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump had moisture damage on the motor. The insulin pump had corroded keypad traces. Unable to test for the frozen screen, battery out limit alarm, button/keypad anomaly, time clock anomaly or the operating currents due to the blank display.

Event description:
The customer reported a battery out limit alarm. Troubleshooting was attempted, but the screen froze, and the buttons would not clear the alarm. The time on the screen was not advancing either. Advised the customer that the insulin pump would be replaced. Nothing further was reported.